Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2025, at 10:00 am, the patient underwent maintenance of a central venous catheter and required intravenous infusion after replacing the septum-sealed infusion connector. During the infusion, the nurse discovered the syringe could not be connected. Upon inspecting the front end of the infusion connector, it was found that the rubber stopper at the front end had not been opened, preventing syringe connection and making it impossible to inject the medication. The nurse immediately replaced the septum infusion connector and successfully administered the medication to the patient.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4183018. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.